Event description:
Pt's nurse in room and noticed vent reading rr 57 and cycling. Removed from pt and used ambu. Rt called, unable to change rr from reading of 57 and no flow/cycling of ventilator. Equipment removed from service.